Event description:
This complaint is reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. Access was obtained via the femoral artery. The 85% stenosed lesion measuring approximately 3.0mm in diameter and 36mm in length was located in a moderately calcified and moderately tortuous distal left anterior descending artery. The lesion was predilated with a 1.5x15mm apex balloon. A 3.0x38mm taxus liberte' stent was advanced to the lesion, but could not cross after multiple attempts. The procedure was completed with dilation and placement of two shorter stents. No patient complications occurred. Patient status is listed as stable. Product analysis revealed that the stent moved on the balloon and foreign material was attached to the stent.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - returned product consisted of a taxus liberte stent delivery system device with no original packaging. The unit was received with a hypotube kink just below the strain relief. Blood and contrast were present in the distal outer. The balloon was tightly folded and crimp marks were visible between the markerbands; however, the stent was approximately 0.5 mm distal from the as-manufactured position between the markerbands. It was also noted that there was fibrous foreign material on the proximal end of the stent about 4.5mm in length, which may have occurred after the device was removed from patient. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).